Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 33mm annuloplasty product, it was "wasted". It is unknown at this time if the product was attempted to be implanted, or why it was wasted. No additional adverse patient effects were reported.